Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records (B)(6) 2018. The patient underwent revision surgery to the left knee due to aseptic loosening of tibial tray at the cement to implant interface. The surgeon also reports a patient fall, pain, and poly wear and impingement of tibial insert. Depuy cement was used during the primary surgery. Competitor products were implanted during revision. Doi: (B)(6) 2013, dor: (B)(6) 2017, left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports related to implant loosening, and 4 further complaints that did not relate to loosening. Total for lot number: 6 (B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.